Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with a device alert above 400 mg/dl and a confirmatory fingerstick of 367 mg/dl after a recent set change; the user temporarily disconnected the ilet for two hours and administered subcutaneous insulin by pen with limited effect, then replaced supplies and confirmed tubing primed with visible insulin before reconnecting and monitoring. Symptoms included high blood glucose and trace ketones without acute illness, loss of consciousness, or diabetic ketoacidosis. Outcomes included use of backup therapy and no need for professional medical intervention. Investigation included customer interview, supply check confirming insulin flow through tubing, and user education on reconnection and monitoring. Investigation of this case revealed no verifiable device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was non-serious, resolved with troubleshooting and education, and that causality to the device could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.